Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced low blood glucose (bg) of 50 mg/dl. Reportedly, customer suspected that the basal rate was incorrect. The customer ate ice cream to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding basal rate.